Event description:
Per the clinic, the patient likely inserted a finger into the ear, possibly attempting to clean it despite being instructed otherwise, resulting in electrode extrusion into the external auditory canal with open circuits noted on e1 - e3 electrodes. The patient also developed cholesteatoma around the array and pain around the ear with dizziness. Despite the device providing benefit to the patient, a decision was made to explant to device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.